Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc was created to capture the implants that were removed in (B)(4) for infection. It was reported that the patient was in for resection right total hip for infection and prostalac hip insertion. After implants were removed the bone was prepared for a 200mm right bowed stem. No surgical delay. Doi: unknown. Dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided.